Event description:
New information received notes that few weeks after implant, patient felt some pop or pinch while performing over the head vigorous work with the arms. Patient came to clinic for device interrogation with tenderness around implant location and no capture on left ventricular lead was observed. Left ventricular lead was found to be dislodged. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead dislodgement was observed during regular follow-up in clinic. Intervention will be performed during next clinic visit. No further information is available.